Event description:
In sept of 2006, I had essure implanted as a form of permanent birth control. I got pregnant less than a year of having it done and had my daughter (B)(6) of 2007. After I had her, I had the essure tested they said everything was good to go. I got pregnant a second time after having it tested, my son was born (B)(6) of 2009. After that I had my tube tied again also leaving in the essure coils as well. I also have side effects from the essure ranging from sharp pains on my right side, headaches, hot flashes, leg cramps, always tired, can't loose weight, taste of metal, ligament pain. Cramps in my feet and hands, my legs always tingle and fall asleep as well. I also have insomnia in days that I'm so tired or in so much pain I can't move.